Event description:
Related manufacturing reference: 3005334138-2024-00005, 3008452825-2023-00544.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Swartz braided transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ also, brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the needle insertion difficulty is consistent with not following the instructions for use.

Event description:
Related manufacturing reference: (B)(4). During an atrial fibrillation ablation case, while preparing for the transseptal puncture, resistance was noted when inserting the brk needle into the sheath and the needle could not be advanced. The sheath was replaced but the issue was not resolved. The sheath was replaced a second time but the issue still persisted, and it was noted that the needle punctured the long sheath and dilator. The sheath and needle were both replaced and the issue was resolved. The procedure was completed successfully with no adverse consequence to the patient. The stylet was not used and the needle was reshaped.